Event description:
A 3.0mm diameter by 30mm length s670 over-the-stent delivery system was inserted to treat a calcified lesion in the left anterior descending coronary artery. The lesion was not pre-dilated prior to the device being advanced to the lesion, and it was reported that guide catheter support was poor. It was not possible for the stent delivery system to cross the long segmental lesion, therefore it was pulled back from the coronary artery. Upon removal, the stent delivery system was pulled back to the guide catheter and the entire system was then removed as a single unit. The stent was reported to have dislodged from the stent delivery balloon when it was pulled into the femoral sheath. The stent delivery balloon was then re-inserted to pre-dilate the lesion. The target lesion was then treated with another manufacturer's stent. The undeployed stent was successfully retrieved with a snare by using a contralateral approach. The pt was reported to be doing fine post procedure and there was no additional clinical sequelae reported related to the event.